Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va127fg, implanted: (B)(6) 2016, product type lead.

Event description:
The patient reported that their therapy was not working that well since a couple months, maybe on (B)(6) 2016, prior to the report during the call, the patient did not feel stimulation and the therapy was not on. The programmed showed that they were on program 1 at 8.5v with therapy off. The patient decreased stimulation to 5.0v, turned the therapy on, and was able to feel stimulation. The patient was unsure when the stimulation was turned off. Additional information was received on 2017-apr-19. It was reported that after the implant surgery, the patient was programmed at an amplitude of 4.5 and had appropriate control of their bowels. Within a couple of months, they could no longer feel stimulation and when they turned it up to 8.5, they could barely feel stimulation; concurrently, the efficacy had dwindled some. It was noted that the patient could not think of any specific event that may have contributed to this issue. Troubleshooting included performing an impedance track, a battery longevity estimate, and trying all seven programs. All impedances were within normal range; there were 6 to 12 months of battery life remaining; and all seven programs required amplitudes of about 8.5 before the patient would feel any stimulation. The patient will be scheduled for a battery and lead replacement, but the date was not scheduled at the time of this report. It was also noted that the patient¿s medical history included: kidney disease, requiring dialysis, and a history of cancer. The indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they patient's ins and lead were replaced on (B)(6) 2017. The cause was not determined. No further complications anticipated.